Manufacturer narrative:
H.6. Investigation summary: two photos were received and evaluated. One photo displayed a 10ml bulk non-sterile label from batch 8339552 (p/n 301029). One photo displayed the inside of a bulk non-sterile box containing a ripped bag with syringes falling out into the box. The ripped plastic bag was rejectable per product specification. The potential root cause for the torn bag defect is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batch 8339552 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip packaging and seal were found damaged before use. The following information was provided by the initial reporter, translated from dutch to english: "customer reported that they cannot use these because both the inside and outside pocket have been delivered damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip packaging and seal were found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that they cannot use these because both the inside and outside pocket have been delivered damaged."